Event description:
It was reported by the customer that a pyxis medstation es system station screen is black. Customer stated that drawer number six was bringing the unit down, the drawer cable was disconnected causing device not on bus and the customer had to break the pocket to get medication and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer number six was bringing the unit shut down. A field service engineer replaced the controller board to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.